Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: h3, h4, h6. Reasonably known information suggests probable causes such as cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cystonephro videoscope exhibited the sheath was coming off at the end of the handle. The event occurred during reprocessing. There were no reports of patient involvement.